Event description:
Report that consumer had an allergic reaction to the material on the brace. Raised red area was where the brace touched her skin. (B) (4).

Manufacturer narrative:
This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.